Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported imprecision could not be replicated. The system then passed the system checkout and was found to be fully functional. The archive from the procedure was sent to medtronic for evaluation. The archive was found to have loaded without issue. It was noted that a frame and pillow were attached, but not in the registration model. Two registration attempts were noted, both were passing and that the zone of accuracy was yellow indicating it was not an ideal registration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the surgeon observed an imprecision of 3-4 millimeters when approaching the skull base. It was reported that the registration was passing and that there were points added to the cheeks of the patient. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that this was an initialization failure due to an upside down stingray. The behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.